Manufacturer narrative:
Additional information was received indicating that the reported infection was suspected to have caused failure. There were no positive cultures and no organism identified and there is no pathology report to date. The patient had no other recent surgical procedures beyond the aortic valve replacement. No further adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The sterilization process used by medtronic utilities bbg solution (sterilant : 0.2% 20-24 hour exposure at 38-42c) which has an anti-microbial kill on the microorganisms. It also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaues atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing controlled environment. Therefore, it was unlikely that the infection was originally come from the device and/or manufacturing valve process. Based on the received information, the regurgitation could be potentially due to the infection. However, without the return of the device, the root cause of the regurgitation cannot be determined.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date.

Event description:
Medtronic received information that one year and three months post implant of this bioprosthetic valve, it was explanted and replaced due aortic insufficiency. Secondary to aortic insufficiency, the patient presented with a possible infection; however, no symptoms of infection were noted. Pathology examined the product specimen and found that the leaflets, while thickened, appeared normal. Upon removing the leaflets, cheese-like substance came from the non-coronary commissure. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.